Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the universal cord was disconnected on the endoeye flex deflectable videoscope. Inspection and testing of the returned device found adhesive around objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the universal cord had a dent. Adhesive on the distal end had a chip. Due to wear of the angle wire, bending angle in the up direction did not meet standard value. In addition, the light-guide cover glass and the distal end were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.